Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and elevated thresholds. Troubleshooting and programming options were discussed. Then, nine months later the pacemaker system was suspected to be found in suspension mode due to right ventricular automatic threshold (lvat) detected as greater than programmed amplitude. The exact reason was unknown and there was no evidence of loss of capture (loc), but the threshold is still high. Technical services discussed options of interrogating with programmer and doing commanded tests and/or monitoring on nxt to monitor rvat and outputs. Additional information was received which indicated that this rv lead was explanted and replaced. No additional adverse patient effects reported.